Event description:
The home patient (hp) reported being overfilled while using the homechoice cycler for apd therapy. Follow up with the hp reveals hp has a programmed fill volume of 2000mls during their apd therapy. Hp relates that hp felt overfilled towards the end of their apd therapy and placed the cycler into a manual drain and removed approximately 4100mls of solution, which was 2100mls greater than the programmed fill volume. According to the hp, there was no patient injury or medical intervention.